Event description:
Boston scientific received information that the patient's pacing system was removed due to infection. However, this s606 product remained in service outside the body. It was used as a temporary external generator until the infection was treated and a new permanent pacing system was implanted several days later. There were no additional adverse effects reported due to this product use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.